Manufacturer narrative:
Product not available for evaluation. Multiple requests for additional details about the event yielded no further information. There is no evidence that reasonably suggests that the event was a result of a product malfunction, deficiency, or deterioration in performance. The initial report stated that additional information would be requested and that the investigation was in progress. In this report, the codes in h6 for type of investigation, investigation findings, and investigation conclusions were updated to reflect that no additional information was made available.

Event description:
The aeon endostapler system consists of a handle and reload. During a thoracic lobectomy, the surgeon used a white 30mm reload. Bleeding was observed and managed by the surgeon, but the procedure was converted from laparoscopic to open surgery. No further harm to the patient was reported.

Event description:
The aeon endostapler system consists of a handle and reload. During a thoracic lobectomy, the surgeon used a white 30mm reload. Bleeding was observed and managed by the surgeon, but the procedure was converted from laparoscopic to open surgery. No further harm to the patient was reported.

Manufacturer narrative:
Investigation of this event is in progress. Product not available for evaluation and it has not been confirmed whether the product contributed to the event. A follow-up report will be submitted.